Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d10, g3, g6, h1, h2, h3 and h6. As reported, the green slide handle of a 6f/7f mynxgrip vascular closure device (vcd) would not move. It would not go up or down. The device was removed, and manual pressure was held. There was no reported patient injury. The device was used in a diagnostic procedure with a retrograde approach. The user was trained on the device. The device was stored and prepped according to the instructions for use (IFU). A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity and no presence of peripheral vascular disease (pvd) or calcium near the puncture site. The patient was not hospitalized or had an extended hospitalization as a result of the event. The patient recovered after the event and was not morbidly obese. The device was inserted into the unknown femoral sheath. The balloon was inflated and locked. One non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was disengaged from the black handle, while the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. The catheter sheath introducer (csi) was not returned for this evaluation. The sealant was in its manufactured position, and the advancer tube was also in its manufactured position. No additional anomalies were observed during this visual analysis. Per functional analysis, for this deployment simulation evaluation, the amount of blood present on the unit was causing the components to stick, preventing the mechanism from moving as intended to achieve deployment. However, after cleaning the unit with peroxide, the deployment mechanism was no longer impeded, allowing the free movement of the shuttle, which resulted in the deployment of the sealant and advancer tube during this functional evaluation. It was also confirmed that a slit was present on the outer cartridge of the evaluated unit. A product history record (phr) review of lot f2435202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿shuttle-shuttle advancement issue¿ was not observed through analysis of the returned device since it passed functional analysis. The exact cause of the issue experienced by the customer could not be determined during analysis. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the shuttle movement issue reported since the shuttle was able to move freely with the complaint device during functional analysis after the dried blood was removed. However, procedural/handling factors (such as premature swelling of the sealant) or procedural sheath factors (which was not returned for analysis) are possible. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or failure to open the sheath¿s stopcock before shuttle advancement, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analysis, phr review, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the green slide handle of a 6/7f mynxgrip vascular closure device (vcd) would not move. It would not go up or down. The device was removed, and manual pressure was held. There was no reported patient injury. The device was used in a diagnostic procedure with a retrograde approach. The user was trained on the device. The device was stored and prepped according to the instructions for use (IFU). A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity and no presence of peripheral vascular disease (pvd) or calcium near the puncture site. The patient was not hospitalized or had an extended hospitalization as a result of the event. The patient recovered after the event and was not morbidly obese. The device was inserted into the unknown femoral sheath. The balloon was inflated and locked. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.